Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer had not checked their blood glucose level. The customer changed all the supplies and indicated that insulin delivery would be resumed.